Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the loading unit was received with a full complement of staples. Functional evaluation of the loading unit found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, the customer had one box of device, one box has 6 pieces and was informed that one device was found in the box, and should not be in the other box. During the usage, the surgeon did not notice the other device was taken and the surgeon attached to the gun and it was broken in the gun. Replaced by new one. There was no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, the customer had one box of 030459 device, one box has 6 pieces 030459 in the box. The customer informed that one 030415 device was found in the box of 030459, 030415 should not be in this box. During the usage, the surgeon did not notice 030415 is taken and the surgeon attached to the gun and it was broken in the gun. Replaced by new one.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.